Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided . B3: date of event unknown / not provided . D4: lot/serial # unknown / not provided . D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: phone number unknown / not provided. E1: last name unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the screw loosened in the patients mouth. It was replaced.